Manufacturer narrative:
(B)(4). This pump was returned to sigma under a recall (1314492-4/05/11-001 r). As documented in sigma's recall letter to the customer, dated (B)(4) 2011, "the primary root causes for the expanded recall are bearing quality and bearing contamination leading to loss of grease." During the repair process for the recall it was discovered that a camshaft bearing had failed in this device. An investigation by sigma engineering confirmed that the ball retention method had failed, allowing the balls to be released from the bearing. The ball retention method was different than had previous been seen on other failed bearings (crown vs. Ribbon) and it appeared that the crown retainer had sprung open and released all of the balls. Utilizing different methods to retain the bearing balls is an indication of quality of bearing design and mfg which was one of the primary reasons noted above for the expansion of this recall.

Event description:
The pump was returned to sigma under recall (B)(4). Upon initial eval in service it was observed that the lowe bearing had failed. Sigma requested info from the customer relating to any incidences with this pump. The customer reported that an incident occurred on (B)(6) 2011, where an IV of normal saline with 10 mg of potassium was hung at 1715. IV pump was set at 125 cc/hr for a vtbi of 1000 cc. At 2000, 2 hr 45 mins later, the entire IV had gone into the pt. This incident was not reported to sigma at the time of the event.